Event description:
"Leaking oil" was reported on customer repair paperwork. No specific details regarding the identification of the oil leak were available on follow up. It could not be determined if the leak was identified in surgery or during cleaning or set up of the equipment. It was reported that there were no injuries related to the event.